Manufacturer narrative:
The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Review of this peritoneal dialysis (pd) patient¿s medical revealed the patient was previously hospitalized. The pd clinic manager confirmed the patient was admitted on (B)(6) 2014 as a result of general non-compliance, with chief complaints of shortness of breath, difficulty breathing, drain complication issues, fluid buildup in lungs, and not taking his prescribed medication due to nausea and vomiting. The patient continued peritoneal dialysis treatments throughout the hospitalization at his normal rate and compliance. Upon discharge the patient was able to resume continuous cycler-assisted peritoneal dialysis (ccpd) therapy. Medical records were requested.